Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a low battery message for patient's ipg displayed on external devices. The device has the appropriate level of battery voltage to provide therapy. However, the ipg was explanted and replaced to address the issue.